Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electronic component failure caused by some form of stress, such as damage or deterioration of parts during handling.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The electrosurgical generator esg-400 was returned to the service center with a report of generator getting off. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, error code e433 on display due to defective hvps board was found. There was no patient involvement.